Manufacturer narrative:
Summarized patient outcomes/complications of triclip delivery system were reported in a research article in a subject population with multiple co-morbidities including chronic obstructive pulmonary disease, stroke, atrial fibrillation, heart failure, tricuspid regurgitation, coronary artery disease, and tricuspid valve surgery. Complications reported included heart failure, ascites, dyspnea, hypertension, hospitalization/prolonged-hospitalization, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: impact of concomitant left sided valve disease on outcomes following tricuspid valve transcatheter edge-to-edge repair: insights from eurotr b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "impact of concomitant left sided valve disease on outcomes following tricuspid valve transcatheter edge-to-edge repair: insights from eurotr", was reviewed. This research article is a retrospective multicenter experience to evaluate the prevalence as well as the clinical impact of coexisting left-sided valve disorders in patients undergoing tricuspid-transcatheter edge-to-edge repair (t-teer). The devices included in the study were pascal, mitraclip and triclip. The article concluded that concomitant left-sided valve disease was associated with increased mortality and heart failure hospitalizations. T-teer was associated with significant tricuspid regurgitation (tr) reduction and symptomatic improvement regardless of concomitant valve disease. [The primary and corresponding author was jörg hausleiter, medizinische klinik und poliklinik I, lmu klinikum, lmu münchen, munich, germany, with corresponding e-mail: joerg.hausleiter@med.uni-muenchen.de.]. This study included patients undergoing t-teer from 01 january 2016 to 31 december 2024. A total of 1647 patients were included in the study, of which an unknown number received an abbott device. The average age was 78.8 years. The majority gender was female. Comorbidities included chronic obstructive pulmonary disease, stroke, atrial fibrillation, heart failure, tricuspid regurgitation, coronary artery disease, and tricuspid valve surgery.